Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned sensor opened/used. Unable to confirm adhesive anomaly on opened/used sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor had triggered threshold suspend. Customer's sensor glucose was below 40 mg/dl and blood glucose was 100 mg/dl. After troubleshooting, customer agreed to return the sensor for analysis.